Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, due to device minute mobility appears very likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received yet for investigation.

Event description:
The patients performance with the device has decreased. The patient has been explanted; no new device was implanted due to anatomical problems.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's performance with the device has decreased.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patients performance with the device had decreased. The patient has been explanted; no new device was implanted due to anatomical problems.